Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008 patient underwent surgery in lumbar region using rhbmp-2: preoperative, postoperative diagnosis: lumbar degenerative disc disorder, lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.